Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, noise was detected on the right ventricular lead. No intervention was performed at this time. There was no patient consequences.